Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an 8mm by 10mm ultraflex tracheobronchial stent was to be used to treat a bronchial and esophageal fistula due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, release of the stent was started, however, the deployment suture was unable to be pulled. A significant resistance was encountered halfway the release of the stent. The device shaft bowed and the stent and delivery system to the proximal side of the target site. The stent and the delivery system was removed from the patient and the procedure was completed with a 3mm by 10mm ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual evaluation of the returned device found the stent partially deployed with the shaft kink in the distal end. Functional evaluation found the shaft bowed during a failed deployment. However, the remainder of the stent was successfully deployed by pulling the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an 8mm by 10mm ultraflex¿ tracheobronchial stent was to be used to treat a bronchial and esophageal fistula due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, release of the stent was started, however, the deployment suture was unable to be pulled. A significant resistance was encountered halfway the release of the stent. The device shaft bowed and the stent and delivery system to the proximal side of the target site. The stent and the delivery system was removed from the patient and the procedure was completed with a 3mm by 10mm ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.